Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported that the patient attempted to apply a new infusion set and noticed that the adhesive was stuck to the lid. Patient removed the lid and proceeded to attempt to apply this infusion set to his body, at which point the adhesive would not stick. The patient attempted a second time to apply a new infusion set, and experienced the same issue with the adhesive being stuck to the lid. On the third try the patient was finally able to apply the infusion set correctly, but it fell off the next day. During this time the patient blood glucose was elevated to 190mg/dl and a bolus was injected. Unknown patient'sc ondition at this time. Please reference MDR# 2183502-2016-01312 & MDR # 2183502-2016-01314 for related events.